Manufacturer narrative:
(B)(4). Product not been returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent knee arthroplasty on an unknown date. Subsequently, the posterior tip of the medial bearing had chunks missing.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient underwent knee arthroplasty. Subsequently, the posterior tip of the medial bearing had chunks missing. As a result of the event, the surgeon had to implant a smaller polyethylene bearing than planned. There are no plans to revise the patient at this time. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: series a patella component catalog#: 184768 lot#: 772770 ; vanguard xp cr intlk tibial tray catalog#: 195276 lot#: 851360; vanguard xp intlk femoral 67.5 catalog#: 195911 lot#: 332380. Reported event was confirmed through review of photos provided. In the photograph, the explanted bearing exhibits evidence of wear and large pieces of material are missing from the posterior edge. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right knee revision surgery approximately 21 months post-implantation due to pain and instability. During the procedure, the polyethylene bearing was removed as it was worn with large portions of material missing from the posterior edge. The surgeon opted to replace the worn bearing with a 14mm bearing, because a 16mm bearing was not available in the loaner implant kit provided. The procedure was successfully completed and no additional information is available.